Manufacturer narrative:
(B)(4). The patient discarded the sample.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The care giver (cg) stated that one of the supply bags fell on the floor and the spike is not in the bag anymore. The technical service representative (tsr) explained to the cg the reason for the alarm and then explained to the cg to cycle the power off/on twice and then throw all of the used supplies away. The tsr then assisted the cg to disconnect the home patient (hp) using proper disconnect procedures. The tsr the explained to the cg to make sure the hp is drained first before being filled again and to make sure the son is aware of the problem tonight. The cg stated that the son is the normal cg and that he is the one that sets the hp up for therapy and disconnects the hp in the morning. The hc unit was operational. No patient injury or medical intervention was reported.